Event description:
It was reported that the pt complaints of pain that started a few months after the surgery and has lack of mobility. Pt had an MRI and blood tests which showed increased chromium levels, fluid accumulation and inflammation. Pt is scheduled to have a revision surgery on (B)(6) 2012.

Manufacturer narrative:
Add¿l info has been requested and if rec¿d, will be provided in a supplemental report.